Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump fell into the water. The customer's blood glucose level was 200mg/dl. The customer's most current level was 105mg/dl. The customer states the pump was vibrating without alarm or alert. The customer states the pump went blank immediately after exposure. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.